Event description:
It was reported that the patient appropriately received anti-tachycardia pacing (atp) and shocks from the cardiac synchronization therapy defibrillator (crt-d) to convert arrhythmia on (B)(6) 2025. The rhythm was initially detected in the ventricular tachycardia (vt) zone at a rate of 192 beats/minute. A single burst of atp was delivered which accelerated the vt into the ventricular fibrillation (vf) zone (average rate of 245 beats/minute). A single 41 joule shock was delivered that converted the ventricular arrhythmia as well as the atrial arrhythmia the patient was experiencing. On (B)(6) 2025, the patient again experienced an episode of vt with an initial rate of 205 beats/minute. Two rounds of atp were delivered which again accelerated the vt into the vf zone (average rate of 265 beats/minute). A single 41 joule shock was delivered and converted both atrial and ventricular arrhythmias. The crt-d remains in service and no additional adverse patient effects were reported.

Manufacturer narrative:
Correction: please refer to section b.2. For removal of "hospitalization" as an outcome. Investigation summary/conclusion: with the available information, boston scientific concluded the clinical observation of rhythm acceleration is a known inherent risk of the device and is noted within the product's instructions for use (IFU), as well as the product's risk documentation. Device technical analysis: this device remains implanted. As such, physical analysis has not been conducted in our laboratory.

Event description:
It was reported that the patient appropriately received anti-tachycardia pacing (atp) and shocks from the cardiac synchronization therapy defibrillator (crt-d) to convert arrhythmia on (B)(6) 2025. The rhythm was initially detected in the ventricular tachycardia (vt) zone at a rate of 192 beats/minute. A single burst of atp was delivered which accelerated the vt into the ventricular fibrillation (vf) zone (average rate of 245 beats/minute). A single 41 joule shock was delivered that converted the ventricular arrhythmia as well as the atrial arrhythmia the patient was experiencing. On (B)(6) 2025, the patient experienced an episode of vt with an initial rate of 205 beats/minute. Two rounds of atp were delivered which again accelerated the vt into the vf zone (average rate of 265 beats/minute). A single 41 joule shock was delivered and converted both atrial and ventricular arrhythmias. The crt-d remains in service and no additional adverse patient effects were reported. It was additionally reported that the patient received additional atp and shock therapy on (B)(6) and (B)(6) 2026. During one episode on the 3rd, the rhythm accelerated from 143 beats/minute to 181 beats/minute following a second burst of atp. A third burst then terminated the arrhythmia. On the (B)(6), vt accelerated into the vf zone after one burst of atp and a subsequent shock converted the rhythm. Later, on the same day, vt again accelerated into the vf zone following 5 bursts of atp. Subsequently, two shocks were delivered (21j & 41j) and the rhythm was converted. Further review of the device programming was recommended. Multiple additional instances of rhythm acceleration following atp were subsequently reported. The patient was also in a regular atrial arrhythmia. The crt-d remains in service.